Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the audio bolus button was found to be lifted on one side. On testing, the audio bolus button was unresponsive. The audio bolus button cover was removed for investigation and revealed the internal plug contact was missing.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the audio bolus button was unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged button issue remained unresolved with troubleshooting.